Event description:
It was reported that an insulation anomaly and noise were observed. It was noted that the patient had twiddlers syndrome. The lead was explanted.

Manufacturer narrative:
A partial lead measuring 55cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.